Event description:
It was reported that during a total knee arthroplasty (tka) procedure it was observed that when using the velys satellite station system with the velys base station the distal cut looked to be approximately 4mm off when the surgeon went to recut. It was reported that the surgeon could not tell if any of the arrays had moved, but did note that the robot had adjusted in between the first pass and the second pass. It was reported that the surgeon went to manual instrumentation to finish the procedure. There were no reported adverse consequences to the patient, or surgical delay. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: device log files were reviewed for this event, and it was determined that the device passed all pre-repair diagnostic assessments, and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.